Event description:
It was reported that the patient presented for a follow up in clinic. The patient's implantable cardiac defibrillator (ICD) exhibited multiple oversensing episodes due to myopotential over-sensing. The oversensing was able to be reproduced with deep breathing. The device was reprogrammed and oversensing was no longer reproducible. The patient was stable.